Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4)..

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was above 400 mg/dl. Customer blood glucose level was 596 mg/dl at the time of event. The customer was assisted with troubleshooting. The customer was treated with insulin drop through intravenous injection, syringes for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain, difficulty to breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer stated that auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer stated that they alleging insulin pump was under delivering. The insulin pump will be returned for analysis.